Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex st. Per operative notes, ¿umbilical hernia was identified. Hernia sac and the hernia contents were minimally reduced. A circular ventralex st mesh was placed and sutured around the ring on the mesh.¿ (B)(6) 2016 - patient was diagnosed with recurrent reducible incisional hernia, mesh infection thereby underwent open repair with removal of mesh. Per operative notes, ¿the underlay mesh was encountered. It was noted to be chronically infected with serous drainage and failure to incorporate. The mesh was excised in total. There was a recurrent reducible incisional hernia noted. There was a small fistulous tract at the base of the umbilicus, which was resected.¿ (B)(6) 2017 - patient was diagnosed with abscess thereby underwent incision and drainage of abscess in anterior abdominal wall. Attorney alleges that the patient had abscess, pain, hernia recurrence, infection, and emotional injuries. It was also alleged that the patient had mesh had failed to incorporate.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, 3 months post implant of ventralex st, patient was diagnosed with infection, hernia recurrence, fistula, inflammation, mesh migration and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence, migration, fistula and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.